Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: trauma- fracture in "lws" area procedure: supply of a trauma fracture it was reported that during surgery, a metal abrasion occurred when the set screw was screwed in the sagittal adjusting screw(sas). No fragment of the set screw remained in the patient. Product came in contact with the patient. No patient complications were reported as a result of the event.